Manufacturer narrative:
H6 health effect - impact code f1905 was erroneously entered on the initial manufacturer device report.

Manufacturer narrative:
A: patient information is unknown this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees, that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An event was reported for an impella system in which the console displayed a yellow ¿controller error¿ alarm during use. The patient¿s gender, age, indication for use, and access details were not provided. Troubleshooting was conducted via telephone, and the user was instructed to perform an automated impella controller (aic) exchange. With remote support, the controller-to-controller exchange was completed without complication, and the pump started immediately and functioned as intended on the new aic . The issue was attributed to the aic subsystem. The patient outcome was reported as no harm, and survival status at explant remains unknown as the patient is still on support.

Event description:
In further clarification with the medical center the team shared that the alarm was for a purge disc failing to detect the purge cassette. This prompted the automated impella controller (aic) replacement.

Manufacturer narrative:
B5 updated with additional information. H6 medical device problem code updated based on the additional information received from the clinical site.

Manufacturer narrative:
Additional information has been provided in b2,b5, d9, h1, and h6. Corrected information provided in d4 (serial number and primary UDI number).

Event description:
Further patient outcome details have been shared since original reporting. The cp pump and aic supported for over 7 days when care was withdrawn. The death is conservatively being reported on the aic due to the inability to conclusively dissociate the product from the patient outcome.